Manufacturer narrative:
Analysis: as the device was not returned and no details provided regarding the case a thorough investigation could not be performed. The details indicate that the physician had an issue with the crimped stent on the balloon. No further details were provided and no additional information was provided after multiple good faith attempts. A review of the catheter lot history records could not be performed as the product lot number was not provided. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. Conclusion: based on the review of the complaint details atrium medical corporation cannot conclude that the device in question was faulty. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that there was a problem with the stent 'decrimping'.